Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the head of the battery oscillator broke during surgery, no fragments were left in the patient. Surgery was delayed 5 minutes, the customer switched to another machine this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: moq. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the device arrived at the service center as disassembled components. The returned battery oscillator has been sent to the manufacturer for investigation. The separation of the saw head from the hand-piece by the visual inspection can be confirmed. The adhesive connection between oscillating head and sleeve shows no continuous glue of the threaded surfaces. This could not be found in nonconformity with specifications in the final quality control. The affected parts were manufactured in (B)(4) from may to november 2013. Initial investigation identified probable root cause to be poor preparation and application of loctite glue on the area of the power tool during the assembly process. Especially on the area where the oscillating head is attached to the power tool. Furthermore, a lack of effective work instructions contributed to this failure. In order to achieve a product improvement, an adjustment of the re-assembling process was introduced on (B)(6) 2014. No further investigations are required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs noted in the production documentation. The device history record shows no issues contributing to this complaint. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.